Manufacturer narrative:
Product analysis: visual inspection on the returned intra-kit introducer sheath exhibited no noticeable defects. The broken dilator tubing was engaged to the sheath and the remaining small part of the tubing was still engaged to the hub. The dilator tubing was broken at the edge of the hub. Actual physical measurements for outer and inner diameter of the dilator met specification. Actual physical measurement of the introducer sheaths met specifications. Photos of the damaged intra-kit received from the account match that of the returned device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use an intrakit transradial access kit. There was no damage noted to packaging. The device was removed from the packaging per IFU with no issues. The device was inspected with no issues. The device was prepped per IFU with no issues. The device was properly hydrated. The access site was the right radial artery. Excessive force was used during insertion. Once in position, the required force was used to disengage the dilator from the sheath. The physician pulled back the wire and dilator but realised that the hub had snapped off the dilator leaving the blue dilator stuck inside the sheath inside the patients right radial artery. The dr. Then had to re-wire the broken dilator stuck inside sheath to maintain radial access and then remove the sheath and dilator and replace with a new sheath and dilator. No injury occurred to the patient.